Event description:
On 6-25-99 pt in for delivery, after delivery r.n. Monitored pt movement - able to move lower extremities. Proceeded to remove epidural catheter, met with minimal resistance, stretching as pulled out. Snapped suddenly, end of catheter kinked. Noted black tip of catheter missing, x-rays taken, missing end in body.